Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-03735: it was reported during a procedure to replace the patients ipg, the end of one of the extensions was found to be frayed. The extension was not replaced and further surgical intervention may be pending.